Event description:
It was reported that during a percutaneous coronary interventional (pci), difficulty crossing a previously placed stent was encountered. The 70% stenosed lesion was located in the left circumflex (lcx) artery. The lesion was pre-dilated with a 12mm x 2.50mm balloon catheter. Upon attempting to insert the taxus liberte 8mm x 2.25mm paclitaxel-eluting coronary stent system through a previously placed stent, significant resistance was encountered and crossing was unsuccessful. After removing the stent delivery system from the patient, stent damage was noted. The procedure was not completed due to another unspecified reason. No patient injuries or complications were reported. The patient's status was reported as "fine."

Manufacturer narrative:
The device was returned in two sections as a result of a break in the hypotube. A shaft hypotube break was measured approximately 7.4cm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. There was slight damage to the tip of the device that is consistent with the guide wire movement during attempts to advance the device. A review of the manufacturing records for this batch shows that the device met its material, assembly, and product specifications. The most probable root cause was attributed to having been caused by another device.